Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a no image issue, an unknown error code, and screen display flickering. This event occurred during setup/ inspection for use involving an olympus gastrointestinal videoscope. There was no reported patient involvement.